Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins would heat to a point of discomfort to where icing had been used to cool the area. The patient stated that this would occur at times of charging, but also when they were not charging or even when the ins was off. The rep reported that it was unknown what factors may have led to the issues. They stated that no diagnostics nor interventions were performed. No further complications were reported.